Event description:
Reporter noted corneal burn occurred immediately. Sutured clear corneal incision, converted to a scleral tunnel incision at another site, and completed procedure. Pt reportedly healing well. Wanted handpiece evaluated.